Event description:
Vague report of a patient death while on a pcaii pump.

Event description:
A patient death that occurred while the patient was on a pcaii pump. Per the risk manager, they did not suspect any pump involvement in the patient death. The risk manager though that the patient was on pump 9120289pc, but wasn't positive of this because there were two patient identifiers on the pump. The risk manager did not want the pump evaluated by baxter since manager stated that they have no reason to suspect the pump played a role in the patient's death.